Manufacturer narrative:
(B)(4). Follow up no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2502116, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Products from this manufacturing line are routinely sampled and subjected to visual and functional inspections throughout various stages of production, in accordance with established procedures. No issues were identified during these inspections. Retained samples of the reported lot were used for additional evaluation. All products were inspected, no foreign matter or other contamination was observed within any of the products. Based on the available information, a root cause cannot be identified at this time.

Manufacturer narrative:
(B)(4). Follow up MDR for updated device evaluation (sample returned): one sample was provided to our quality team for investigation. Upon evaluation, a brown grease stain was observed on the plunger, confirming the reported concern. A device history review was performed for reported lot 2502116, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Products from this manufacturing line are routinely sampled and subjected to visual and functional inspections throughout various stages of production, in accordance with established procedures. No issues were identified during these inspections. Retained samples of the reported lot were used for additional evaluation. All products were inspected, no foreign matter or other contamination was observed within any of the products. While we could not identify a direct cause, it is likely the grease stain originated from the molding process. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported mold. Event description: the report was filed as follows by the department: ¿mould was discovered on the plunger of a sterile 50 ml bd plastipak syringe, packaged and not expired, prior to use.¿ the device was not used on the patient because the problem was noticed before the packaging was opened. Name: 50 ml luer lock 3-piece syringe reference: 300865, batch: 2502116, expiration date: 31 january 2030.